Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was successfully implanted. On (B)(6) 2024, the patient had a 45 day follow up echocardiogram. It was noted that there was a peridevice leak (pdl) measuring 6-8mm. The amulet occluder remained implanted.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was successfully implanted. There were no complications during the procedure. All close criteria were met. There was no clinically significant leak noted around the lobe of the device during the implant procedure. On (B)(6) 2024, the patient had a 45 day follow up echocardiogram. It was noted that there was a peridevice leak (pdl) measuring 6-8mm. The patient did not have any clinical signs or symptoms. The physician did not consider the leak to be clinically significant. The amulet occluder remained implanted. No intervention was performed. The patient was discharged.

Manufacturer narrative:
An event of peridevice leak 45 days after a device was implanted was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Imaging was received from the field and was reviewed by medical affairs. The review found that the device lobe was a bit tilted one dimension but it appeared properly anchored. There was contrast patency at the distal laa. However, based on a layerby-layer analysis, there was no evidence of an laa-la communication channel. Therefore, distal laa contrast patency is likely due to lack of device endothelialization.